Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2013-021129, reference MFR. Report: 1627487-2013-021131. It was reported the pt had the scs leads explanted and replaced due to ineffective stimulation. Reprogramming was unsuccessful prior to the surgical intervention. It was also reported the ipg was electively replaced. The pt has effective stimulation post-operatively.